Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the internal shutter, and the reported error was cleared confirming the reported event. Based on the information available, and fse observation, a conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that error code 2- shutter error, occurred. The procedure was aborted and rescheduled for the following week. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.